Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per the complaint details, a patient (sited from literature review (B)(6)) presented a non-traumatic posterior dislocation after semi-constrained revision tkra (lgn revision) 1 month post implantation and was treated with a revision to a rotating hinge prosthesis. Smith and nephew has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event, although it was noted that the revision was due to ligamentous laxity during flexion and a relatively non-traumatic event ¿such as rising from chairs. The root cause and/or the patient outcome beyond that which was documented in the aged article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was documented on the paper that the legion total knee system (smith & nephew) was applied to 1 patient and presented dislocation. Revision surgery was performed to rotating hunge prosthesis.